Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The pump began charging after remaining plugged into the power source.